Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed hives under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient saw an infectious disease doctor. It it unclear if any medication was prescribed. Reporting out of abundance of caution. Follow up indicated that the skin irritation improved.